Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an infusion switching to kvo rate ¿ pediatric pharmacy report was not determined. The reported issue that there was an infusion switching to kvo rate ¿ pediatric pharmacy report could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an issue with the higher kvo rates (and what resulted in lowering them to 2 ml/hr). This was regarding fluid bolus doses and intermittent doses where a partial amount of the total volume bag being hung is needed. As an example, a 72ml fluid bolus being administered from a 500ml manufacturer bag would continue at the bolus rate or down to the kvo rate of 20 ml/hr until the nurse stops the infusion. As they are busy with multiple infusions and or patients, there can be a delay from when the infusion stops and when the nurse can manually stop the infusion completely. Allowing the infusion to continue at a rate up to 20 ml/hr can result in a significant fluid overload. It was further mentioned that this past spring, the clinicians were involved in the decision to decrease the hospital¿s kvo from ¿nicu 20ml/hr¿ and ¿picu 10ml/hr¿ to the new kvo of 2ml/hr for both profiles. The decision was approved in april by pharmacy and therapeutics committee, and the new kvo rates have been live since the (B)(6) 2021 update. The kvo rate change was included in nursing communication for the june update as well. Since the device software does not have the option of turning off kvo for the large volume pump profiles, the clinicians have to use a kvo of 0.1-20ml/hr. The issue comes up less with higher kvo rates, which was the logic for the higher rates originally. There was patient involvement but the information on patient impact is unknown. Per customer, there was no specific patient examples.